Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a power source alert occurred while attempting to charge the pump. While attempting to clear the power source alert, the pump shutdown. Customer's blood glucose level was 128 mg/dl. The customer re-plugged the pump clearing the power source alert and continued to use the pump for insulin therapy.